Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system presented shortness of breath. It was noted that there was oversensing and occasional pacing inhibition. In addition, a within range decrease in right ventricular (rv) lead impedance measurements was noted. Technical services (ts) was consulted and the system was reprogrammed, the patient was taken to the clinic, lead insulation damage was noticed and the whole system was replaced. No additional adverse patient effects were reported.